Event description:
In 2009, the patient reported she had an elevated blood glucose reading (no value given) in 2008. She stated in late august she was hospitalized for surgery and released. That night at home she said her blood glucose elevated so much, her heart was pounding and she called her neighbor to take her to the hospital. She stated she stayed on her insulin infusion device while in the hospital. She determined the next day her device was not "doing right" and she went on insulin injection therapy per her doctor's request. During troubleshooting, the patient stated she did not know if the buttons on her device are responding when pressed. She said she bolused through her clothing and never checked her device history to make sure the boluses delivered. The patient said her device has not been dropped or exposed to water. Product was replaced and requested to be returned for evaluation.